Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the central nurse's station hard drive went down saturday night. No known impact or consequence to patient.

Manufacturer narrative:
H10: additional narrative: complaint details: the customer reported that they needed new hard drive for their unit pu-621ra; sn:1611 service requested: the customer requested new hard drive. Service provided: the issue was resolved by the customer themselves by re-imaging the hd. Investigation result: the cns (pu-621ra; sn:(B)(4) ) was placed into service on 03/30/17, which is 1 year prior to the reported issue. A review of device history found no previously similar reported issues with the unit or nka servicing. The issue was resolved by re-imaging the hdd. The cause is determined to be corruption of the hdd due to unknown factors. The cns-6201a has 2 hard drive slots: primary and back-up. If in any case the primary hd fails, the back-up hd can be used instead. Cns-6201a service manual (rev:g) provides troubleshooting of the cns and advises customer on proper action to take. The service manual also mentions checking the hard drive status as part of maintenance check which should be performed every six months. The cns was operating within specifications after re-imaging the hdd. The device was not in use with a patient and there was no reported patient harm. The root cause of the issue could not be determined. Corrected information: f9. Approximate age of device: incorrectly calcuated. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information correction h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.

Event description:
The customer reported that the the cental nurse's station hard drive went down saturday night. No known impact or consequence to patient.